Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Additionally, one cuff tab was broken off and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted with a proglide device in the left common femoral artery using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 6fr and during the evar procedure, the sheath was upsized to a 14fr and 16fr sheath. Reportedly, the suture "bowed out" and was not captured. Two additional proglide devices were used for successful suture placement. The evar procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.